Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device. The malfunction was a mechanical defective 02-sensor. It was broken between base/socket and body. The cse replaced the sensor. A calibration, self-test and trial run were then carried out and passed. (B)(4). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the 02 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013.

Event description:
A report was received from (B)(6) stating that an 840 ventilator had an oxygen sensor (o2) malfunction. The malfunction occurred during patient use. The patient was removed from the ventilator. There was no change in therapy and no injury to the patient reported.